Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose was 304 mg/dl.